Event description:
Device 3 of 4. Reference MFR report #s 1627487-2014-00237, 1627487-2014-00238 and 1627487-2014-00240. The pt's ((B)(6)) therapy system includes four percutaneous leads from different lots. It was reported the pt is not receiving effective therapy coverage despite having the stimulation settings at maximum amplitude. A diagnostic test found no issues with respect to impedance. An appointment has been made with the physician for further assessment.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.